Event description:
Nzii universal retrieval system 5mm endoscopic pouch ref#cd003 malfunctioned while scrub tech was instructed to pull handle to retract strings on pouch. The handle of the device broke off and strings had to be cut to remove pouch from the patient. All pieces of the disposable instrument are accounted for. Nothing was left in the patient.